Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified common iliac artery. After crossing a jupiter s6 guidewire, the 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, the balloon ruptured during initial inflation at 8 atmospheres. The device was removed without any problems, and the procedure was completed with a same size non-boston scientific device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter city: (B)(6).